Manufacturer narrative:
Investigation summary: alert 75 was annunciated upon device powering up and the vibration motor was not felt. The device was opened and no evidence of liquid damage was found. The mainboard was removed and heat from a hot air station, equipment number (B)(4), set to 500c was applied to the u12 host chip to reflow solder. The board was reinstalled and the device powered up with alert 75 resolved. The vibration motor was felt.

Event description:
It was reported that an ilet user experienced recurrent alert 75 indicating a vibe i2c power malfunction, despite multiple restarts, and a replacement device was dispatched. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status and continued cgm use with the dexcom app or receiver. Investigation included device replacement logistics and user education on device shutdown, data sync to the mobile app, product return within one week using a provided shipping label, and counseling that data would not transfer and a new startup would be required. Investigation of this case revealed a device power communication malfunction consistent with an internal vibe i2c issue. It was concluded that the device malfunctioned, necessitating replacement, and the user was instructed on shutdown to prevent further alerts.